Manufacturer narrative:
Concomitant medical devices: 5826 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and deterioration of sensing. The lead was reprogrammed off, capped and replaced. No patient complications have been reported as a result of this event.